Manufacturer narrative:
(B)(4). Batch # l91v0r. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the outer sheath of the handpiece has been sliced, exposing the wiring beneath. No patient involvement occurred.